Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the left internal mammary artery using packing coil lps. During the procedure, a packing coil lp would not advance in the introducer sheath and was stuck at the initial position. Therefore, the packing coil lp was removed. The procedure was completed using a ruby coil lp. There was no report of an adverse effect to the patient.